Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to the associated MFR report # 3005099803-2012-02363 for a description of the other device. A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, "fluid loss" alarms occurred during the seal integrity portion of the procedure. The physician removed the sheath and noted a puncture near the tip and room temperature saline leaking. The sheath puncture was caused by the single toothed tenaculum. A second procedure set was installed and at two minutes into the ablation phase, a "fluid loss" error message occurred. The procedure was aborted. Upon removal of the sheath, it was observed to be also punctured at the tip. This puncture was caused by the single toothed tenaculum. In addition, a cervical leak was noted during the ablation phase however, no thermal injury to the patient occurred. There were no further complications reported with this event. The patient is reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.